Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the implants being implanted too close together was the implanting physician chose the implant locations and the implants ended up being too close together, but it was only evident after the fact. The rep reported that they met with the patient (pt) on (B)(6) 2022 to exhaustively try to figure out a way to get the correct patient controller paired with the respective implants and maintain that connection. It was discussed with the patient that if this did not work out to be a sustainable fix, they would need to refer back to their healthcare provider (hcp) for their medical advice related to surgical intervention. When asked if the issue resolved, the rep reported that as of this time, no. All of the information from their last meeting with the patient was given to both hcps and previous implanting physician). The rep was told that that one of their hcps was planning to discuss the patient¿s scenario with his original implanting pain physician in ohio, and then discuss with the patient the options of relocating one of the implants to create distance and allow proper communication between the implants and their respective paired controllers. The weight of the pt was not collected as it was a meeting with personnel only. The re reported that the information was confirmed with a physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller stated that since implant they have had issues with charging both implants and it has always been a problem. Caller stated that they will be recharging excellent but then a few minutes later it says it can't find the device. Caller noted they'll go into passive recharge mode and get all 100s on the screen, but even then it says it can't find the device which is extremely frustrating. Caller had photos on their phone from (B)(6) where the controller was going back and forth from showing the implant was recharging excellent to not finding a device. Caller stated that they have tried keeping the rechargers separate for each implant, but gave up and just use the same recharger for both and keep the other as a backup. Caller stated they see the same issues with either recharger. Caller continued to complain about how charging these implants has never worked, and it's because the implants are 4 inches a part from each other. Caller added that the implants are so close to the skin that the equipment gets confused. Caller noted they never had an issue with the old restore system because the charging antennas were so much smaller. Caller noted their implanting doctor doesn't want to talk to them anymore because things got really ugly really fast since these implants never worked from the beginning. Agent sent caller physician listings. Agent documented reported information and sent caller physician listings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was rep said patient has difficulty with recharging and constantly having to unbond and rebond the controller. The implants are inches apart. Technical services(ts) told rep to have patient try putting a metal plate between the 2 device when trying to recharge to see if that might help controller not pick up the other implant. The caller was not with the patient. Additional information was received from the manufacturer representative (rep). The rep said that the cause has not been determined but suspected to be close proximity of two batteries. The patient was going to try to put a metal plate between the two devices. It is unknown if the issue has been resolved at this time. Additional information was received from the patient (pt). Pt noted they had issues with the unit since implant date where the controller (ptm) said to select a language and they continued through the "set-up" screens to pair the ptm to their implanted neurostimulator (ins), but once they completed the set-up process, they had to start over and select language again. Pt said they "replaced the batter pack" and tried to use a metal plate to reduce the interference of the ptm with their second ptm, but the issue persisted. Pt noted they had two ins¿s implanted 4 inches from each other and the ptm for their upper ins works fine and the issue was related to the ptm for their "lumbar or lower" region. Patient services (ps) consulted with repair about the issue and decided the ptm should be replaced. Ps called the pt back to collect the model number of the controller and the pt mentioned they were angry and that they "threw " the ptm across the room because they couldn't charge their ins. A replacement ptm was requested. Additional information was received from the manufacturer representative (rep). Rep provided the serial number for the ptm. The patient has used a metal plate with partial success. They are going to call ps and see if the pt can get their ptm replaced because only one of them is having this problem right now. Additional information was received from the pt. Pt received the new controller (ptm) from repair but the replacement ptm goes white 7 out of 10 times when the pt goes to use it. This happens without recharger (rtm) plugged in. Pt used the ptm without the paddle when they noticed the problem. On the call pt tried pressing the up arrow and the ptm screen went to a solid white. Ptm is at 90% charged. Consulted with repair and they said to replace both the ptm and bp. No patient harm reported. A replacement bp and ptm were requested. Additional information was received from a patient (pt). It was reported that one implantable neurostimulator (ins) works fine but the other one, the lower one, is 'a piece of crap'. Pt said they are on controller # 4. 'This is the worst piece of crap I ever had'. Every time pt uses it it says cannot find the device. Then pt will restart and cannot find it and then it finds it and asks if pt would like to program it. Then it says battery is already at 100% and then it says it is dead. Pt said 'how can I remove it and put boston scientific in?'. Pt later said he would like to have the old model #. Asked if pt talked to hcp. Pt said no, they charge (B)(6) for a phone call. Pt said in the past rep told them to call patient services. Offered to send a message to the field. Pt said if pt does not hear from someone on monday morning they will be furious and 'things will start flying'. The manufacturer representative (rep) reported they suspect based on information from tech services that the 2 implants are implanted too close together. This close proximity is causing interference when trying to pair a controller with each device, and becomes problematic in being able to maintain connection during a charging session. On (B)(6), a different rep and the primary rep met with this patient to see if they could put a metal plate between the devices and allow them to pair and/or connect when charging. The metal plate did not help. One rep then figured out what appeared to be a ¿work around¿ by hitting the ¿recharge¿ button each time the device could not find the battery for charging. Eventually it would pair and allow the patient to charge. The patient contacted me today via text to suggest the ¿work around¿ was "short-oved" and no longer allowed him to connect to one of the devices. The rep called tech services today to ask for any more suggestions, and repeated that the pt had tried to charge the c-spine ins and it was having a hard time finding the ins--the controller would always pair to the other. Caller states the pt would get to 'no device found' screen and would press 'recharge' versus 'try again' and that worked 'kind of'--he would be able to connect to proper ins after 7-8 times. The c-spine ins is discharged because of this issue and now he can't keep paired to the lumbar ins--within 30 minutes of charging he could not go back and connect. The pt is 'not a big guy' per caller. Technical services noted that per the labeling, the two implants being so close (1-2 centimeters apart) would likely be too close as the external components (particularly if used at the same time) would overlap one another. The rep will discuss this with the physician this week and see what he and the patient decide is a reasonable next step. The issue was not resolved.